Event description:
As reported by our edwards lifesciences japanese affiliate, approximately three months after tavr, the patient who had type 0 bicuspid valve was suspected hemolytic anemia and was transferred out to a hospital. A 23mm sapien 3 ultra resilia valve was deployed with nominal volume and position in ao10:lv0 and trivial paravalvular leak (pvl) remained and the completed tavr procedure. Additional information was obtained from the cs as below. Disrupted blood cells were observed, requiring blood transfusion once a week. Pvl increased from trivial immediately after tavr to moderate. A transthoracic echocardiogram (tte) revealed pvl with jets blowing sideways toward the mitral valve from the 2 o'clock and 3 o'clock directions. The decision was made to perform balloon aortic valvuloplasty (bav) for treatment. Although bav was planned it was postponed due to confirmation with the ethics committee. The bav implementation schedule itself is currently undecided. Although the bav has not been performed, the blood transfusion is still required.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.